Event description:
It was reported by the customer that an occlusion alarm occurred. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. Customer changed the cartridge and infusion set and resumed insulin therapy.